Event description:
Customer reported the display intermittently goes black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ccd camera. System operates as intended.